Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were received in the lab with clotted samples which could not be tested. The following information was provided by the initial reporter: samples were received clotted. Please describe the workflow when the samples are being drawn: is a tourniquet used? Yes. When is it removed? Yes. Are other samples being drawn with the edta samples? N/a. What is the order of draw? Follow bd standard order of draw. How many inversions are performed on the tube after draw? 8-10 times gently. When is the clotting seen? At time of draw? When sample is in lab? Lab reports clotted sample cant perform test. If in lab: are the samples run on an instrument? Yes. If so what instrument? N/a. Were erroneous results reported? No.

Manufacturer narrative:
H.6. Investigation summary: bd received 20 samples and no photos for investigation. The 20 customer samples were visually inspected with no issues being identified. 5 customer samples were sent to the chemistry lab for testing. All results were within the specification limits for edta content. 100 retentions were visually inspected with no issues being identified. Additionally, 5 retention samples were sent to the chemistry lab for testing. All results were within specification limits for edta content. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-15. See h.10

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were received in the lab with clotted samples which could not be tested. The following information was provided by the initial reporter: samples were received clotted. Please describe the workflow when the samples are being drawn: is a tourniquet used? Yes when is it removed? Yes are other samples being drawn with the edta samples? N/a what is the order of draw? Follow bd standard order of draw how many inversions are performed on the tube after draw? 8-10 times gently when is the clotting seen? At time of draw? When sample is in lab? Lab reports clotted sample cant perform test if in lab: are the samples run on an instrument? Yes if so what instrument? N/a were erroneous results reported? No.